Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that patient data was entered into the device properly for a patient's treatment. Stains were observed in the flap bed during treatment. Opaque bubble layer (obl) formation was observed in the cornea also. Due to obl formation, pupil detection was delayed. There was no harm to the patient.

Manufacturer narrative:
The system was examined and there were no issues found with the console. The system was tested and found to meet product specifications. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
Upon follow up, the surgeon complained of irregular tracks on the flap bed which have not been seen before and the amount of obl. A company representative went to the site and has changed the systems energy and flap thickness settings. Surgeon is satisfied with flaps and problem has been resolved.